Event description:
The manufacturer was contacted in reference to ds2adv auto CPAP device. The device was returned to third party service center. During the evaluation, the device was visually inspected and found service required screen message, inlet/outlet seal contaminated, blower outlet seal/isolator kit contaminated, blower box kit, and modem burned in the device. There was evidence of damaged buttons on the top enclosure. There was presence of foam particles inside the blower kit. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.